Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and loose drive support disk. The drive support disk was inspected and found protruded.

Event description:
The customer reported via phone call that the insulin pump was suspending on its own. The customer's blood glucose was unknown at the time of incident. The customer stated that they found several no delivery alarms in the alarm history. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.